Event description:
¿The dr noted the plastic tip is faulty. I have attached the photos of 2 different bd connecta for you to see the tip of the connecta. The tip is rough and the cut of is not smooth leaving plastic residual. This is no good for us as we use this for our blood filtration process (inuspheresis).¿.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.